Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device. A functional assessment was performed and the attachment had excessive heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Upon further investigation, the evaluation was updated. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device exhibited vibration and excessive heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn bearings from normal use and servicing over time.

Event description:
It was reported that during an engineering evaluation the attachment device had "excessive heat". The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.